Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by aap. Since the event reported resulted in an injury, per quality agreement, the distributor is reporting. The supplier has been notified. An event regarding dislocation involving simplex hv cement was reported. The event relates to product supplied by an OEM. Method & results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by aap. Confirmation that an aap investigation has been initiated by the OEM supplier site was received. Device not returned.

Event description:
As per received medical records: "closed reduction, right hip, mold." Patient was implanted with competitor and stryker cement on (B)(6) 2016.